Event description:
It was reported that the radio frequency programmer head was in need of repair. Follow-up determined that the sales representative was unable to definitively say what was wrong with each head, they were collected in a box over time and then sent back for service. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the electromagnetic field immunity functional test is out of specification; rf (radio frequency) head found out of electrical specification. (B)(4).